Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device not working properly. The patient could not inflate or deflate the device. It was noted that the pump would not fill, and therefore the cylinders would not inflate. The pump was removed and replaced. There were no patient complications.